Event description:
The reporter stated that reporter did back to back blood glucose tests, first using separate fingersticks and then using the same one. Reporter results were 198 and 129 mg/dl, then 200 and 108 mg/dl. Reporter said that reporter had blurred vision. A control solution was within range. The reporter stated that sometimes reporter confirmation dot isn't completely blue. Reporter stated that reporter may be getting too much blood on reporter first tests. No harm was alleged.